Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to deflate the device fully. A surgery was performed and the pump was extracted from a pseudo capsule. The pump was tested and functioned as intended, so the physician decided to remove the pump and splice on a new pump to the existing implant. There were no additional patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).